Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, t.w. Power supply would stop beeping after short use causing the hemopro 2 device to stop working. The power was set to 3. The extension cable and adaptor cable were switched out with no change. A new device was used to complete the procedure. There was a delay of less than 5 minutes to switch out cables and generator. There was no patient harm.

Manufacturer narrative:
Trackwise #: (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory on 12/18/2024. The investigation determined that the device serial number and failure identified are within the scope of hhe #: (B)(4) and scar #(B)(4) for t.w. Power supply electrical related issues due to an incorrect resistor used during device assembly. An investigation identified the device serial number and failure identified are within the scope of hhe #: (B)(4) and scar #: (B)(4) for t.w. Power supply electrical related issues due to an incorrect resistor used during device assembly.